Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error. The customer¿s blood glucose was 71 mg/dl at the time of incident. Customer stated that the insulin pump was dropped that could have led to the issue. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. However, the insulin pump received with corroded electronic assemblies.